Manufacturer narrative:
Monitor sn (B)(4) was returned and was found to be severely damaged. No testing could be run on the monitor. Electrode belt sn (B)(4) has not been recovered from the field. Device evaluation included review of downloaded software flag files that are available prior to the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture dates: monitor sn (B)(4): 3/14/2014, electrode belt sn (B)(4): 12/16/2015.

Event description:
The patient passed away in a car accident on (B)(6) 2016 at around 1:40 am. It is unknown if the patient was wearing the device at the time of passing. There were no allegations that the lifevest caused or contributed to the patient's car accident and subsequent death. Zoll is reporting this event out of an abundance of caution. The patient's last-known rhythm was sinus rhythm at 100 bpm at 10:31:07 am on (B)(6) 2016. Due to the damage to the monitor, no further information surrounding the event could be obtained.

Event description:
The patient passed away in a car accident on (B)(6) 2016 at around 1:40 am. It is unknown if the patient was wearing the device at the time of passing. There were no allegations that the lifevest caused or contributed to the patient's car accident and subsequent death. Zoll is reporting this event out of an abundance of caution. The patient's last-known rhythm was sinus rhythm at 100 bpm at 10:31:07 am on (B)(6) 2016. Due to the damage to the monitor, no further information surrounding the event could be obtained. Per additional information, a us distributor reported that a patient's monitor won't power up.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated excessive physical damage to ca board and defib board the root cause for the damaged ca and defib board was physical damage. Monitor sn (B)(6) was returned and was found to be severely damaged. No testing could be run on the monitor. Electrode belt sn (B)(6) has not been recovered from the field. Device evaluation included review of downloaded software flag files that are available prior to the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture dates: monitor sn (B)(6) : 3/14/2014. Electrode belt sn (B)(6) : 12/16/2015.